Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited noise. No interventions were performed. The patient's condition was unknown.

Event description:
Additional information received noted that the implantable cardioverter defibrillator was explanted on 3 mar 2023. The patient's condition was unknown.